Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse event associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the plant investigation.

Event description:
A user facility reported the saline bag was filling during recirculation mode on a hemodialysis unit. The incident occurred prior to any pt being connected and no treatment was impacted. There was no harm or adverse event. The biomedical technician replaced the unit's air separator after running a series of pressure tests on the system. The machine has not malfunctioned again after being evaluated by the technician and has been returned to service.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the issue was resolved by replacing the air separator of the unit. The issue has not occurred again and the machine is operational an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.